Event description:
The pt was revised because of a fractured insert.

Manufacturer narrative:
This complaint still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.